Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump buttons was not responding. Customer's blood glucose level was unknown. Customer states that numbers are ramping on their own, the scroll bar was moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Drive support cap was not damaged. Customer was able to successfully clear the alarm. Customer stated all buttons are not responding. The insulin pump will not be returned for analysis.